Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. This was observed during patient infusion. The device was filled with flucloxacillin 12000mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was manufactured from october 6, 2022 ¿ october 7, 2022. The actual device was not available; however, a photograph of the sample showed fluid inside the bladder, which suggested an under infusion may have occurred. Therefore, the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.